Manufacturer narrative:
This event is related to the event reported in MDR #2122870-2011-06322.

Event description:
The customer reported that their unicel dxi 800 access immunoassay system produced two erroneous elevated troponin I (accutni) results. The result of the patient one was within the risk stratification range and a result of patient two was above the normal reference range of the assay. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample collection device and centrifugation information have not been supplied to date. The qc, system check, and service information have not been supplied to date for this event. Repeat testing of the patient one sample produced lower results within the normal reference range of the assay. The repeat testing of patient two re-produced elevated result outside the labeled accutni assay precision claims, discordant to an alternate method, for the second patient. A definitive root cause for this event has not been determined to date.